Event description:
Report one of two received of inability to deliver medication via the clave port. The customer reports that the patient was in a code situation. A lidocaine ims syringe was attached to the clave port without difficulty. It was reported that the medication could not be injected. The staff reported that the IV access site was patent. When the syringe was removed, the silicone center of the clave port stayed in the open position. The pt did not experience any blood loss. With one of the two reports there was IV fluid that leaked out of the clave. The reporter was not able to specify which report. The pt had another IV site available and the lidocaine was given via the other site. The pt survived the code and was eventually discharged home. There was no report of adverse pt sequelae. Additional pt information was requested, but no further information was available.